Manufacturer narrative:
Results code: product performance engineering was unable to complete their analysis as the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) had blood visible on the balloon. There was contrast visible on the balloon, stent implant and inflation lumen. The stent implant was stationary on the balloon and between the markers. There was one broken strut in the first row at the distal end of the stent implant. There were four stretched struts in the first row at the distal end of the stent implant. There were two flared struts in the second row at the distal end of the stent implant. There was no other damge note to the stent implant. The balloon was tightly folded. There was no other damge noted to the sds. This device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Report status: malfunction. Reporting rationale: fractured stent strut has caused or contributed to patient injury previously. Device issue: fractured stent strut. This event is being reported based on the receipt and analysis of this device in the returned goods lab, which revealed a fractured strut in the first row of struts of the stent implant. This device was received with no additional information regarding the case details. No additional event or patient information is available.